Manufacturer narrative:
This follow up report is being submitted to report additional information. Conclusion summary: on june 21, 2018, it was reported that the round cutting blade was not cutting but shredding the tissue when it was used. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii on july 12, 2018 revealed that the device had old oil side plates. The cutter and roller were visibly damaged and the device had never been in for repair. The device was returned for preventative maintenance but became upgraded to an aged repair due to the extensive damage to the device. It is now pending customer approval of the aged repair quote. Product review of the meshgraft ii on august 23, 2018 revealed that the bottom plate, carrier guide, handle and ratchet all were worn. The sideplates were of the old style. There was impact damage to the side of the handle and the cutter was damaged. The device failed the test mesh and was outside of calibration specifications. Repair of the meshgraft ii has not yet been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed with the repair or purchase a new unit. The reported event was confirmed since during the product review it was noted that the cutter and roller were visibly damaged. The device failed the test mesh and was outside of calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the cutter and roller were visibly damaged. The device failed the test mesh and was outside of calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the round cutting blade was not cutting but shredding the tissue when it is used. The event occurred during surgery. No harm reported and no delay. Another process was used.